Manufacturer narrative:
Checking the manufacturing charts of the instrument involved in this event, no pre-existing anomaly was found in the 9 items belonging to the lot number: 24bh0jb. The manufacturer will submit a final MDR as soon as the investigation is complete.

Event description:
Elbow revision surgery performed on (B)(6) 2025, due to disassociation of components. Humeral body with safety screw disengaged from modular spacer. This revision is registered as internal complaint: (B)(4) and reported to the FDA with MFR. 3008021110-2025-00115. During the revision surgery, the tip of the following revision/conversion axle extractor driver broke inside the axle previously implanted while trying to implant new one: t15 screwdr. Shaft f. Axle remov (part code 9015.90.008, lot number: 24bh0jb). Moreover, a driver for 2nm torque limiter used for final implant assembly broke in implanting the new axle: this event is registered as internal complaint: (B)(4) and reported to the FDA with MFR. 3008021110-2025-00121. We did not receive any additional information about the patient. The event happened in the united states.